Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported that during a catheter revision when the physician tried to remove old drug from pump he was pulling mostly pulling out air from the pump. The physician was not comfortable placing the pump back into the patient. The pump was replaced (B)(6) 2016 because the physician felt as though there was air in the reservoir. The cause was not determined. The physician believed it was from withdrawing old drug from reservoir. No diagnostics were done. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no infection present and the issue was resolved. Patient status was alive - no injury. Surgical intervention did not occur and was not planned. (See manufacture report # 3004209178-2016-18327 regarding the catheter revision).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.